Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported when the patient presented to the clinic for a checkup, the lead was found to be dislodged. Undersensed r-wave amplitude and increased capture threshold were observed. When lead replacement was attempted, the helix could not be retracted. The lead was eventually explanted and replaced. The patient condition is fine.